Manufacturer narrative:
Investigation results: to date, the product has not been received for evaluation. A follow up report will be filed upon completion of the investigation. A review of product history for the past 5 years found no other reported events for this failure mode.

Event description:
It was reported that during use of this implant in a rotator cuff repair, it did not engage into the bone. As a result, the surgical procedure was completed with another brand of implant. There was no report of patient injury or surgical delay associated with this event.